Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing a "shocking" sensation at the scs ipg site. The patient stated the sensation was only felt when the stimulation was on. Reportedly, the patient turned the stimulation off in (B)(6) 2017, and has not used the system since. Surgical intervention may be taken to address the issue.

Event description:
Follow up information received identified the patient's scs ipg was explanted and replaced.

Manufacturer narrative:
The reported event cannot be confirmed or analyzed via laboratory testing.